Event description:
Reinforcement not seated on the stapler. A new stapler had to be opened to complete the procedure. There was no harm to patient. Manufacturer response for tri staple 2.0 60mm, (brand not provided) (per site reporter). Notified field rep but the product is still onsite.